Event description:
Foam from heat and moisture exchanger (hme) hme filter and got clogged in suction catheter between endo tube causing the ventilator to high pressure. Pt was removed from ventilator and bagged. Suction catheter was replaced and pt was placed back on the ventilator with no problems.